Event description:
A report was received that a patient was feeling an occasional increase in stimulation. The physician decided that this was due to the battery and has recommended a battery replacement. The patient currently has decided to wait and will contact boston scientific when she is ready to proceed.